Event description:
It was reported that during a laparoscopic cholecystectomy procedure, there is malformation of the clips for the device and in time of firing the clips starts losing and falling off and the clip does not close which leads to increase the time of the procedure which creates stress on the surgeon and high risk of bleeding to the patient. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). The analysis result showed that the instrument was received empty and the jaws were found to be in a yielded condition making the device non-functional. Possible causes for the condition found may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. No functional test could be performed due to the returned condition of the device. It is known from the history of the device that the condition of the jaws may lead dropping/ejected clips. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. How long was the procedure delayed? Was the post-operative care for the patient changed as a result of the event? Was bleeding observed? If yes, how much blood was lost (ml)? Did the patient require a transfusion? Which firing of the device did this event occur on? Was a cholangiogram performed during the procedure? What vessel or structure was the device fired on at the time of the event? Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.